Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 814:04 on channel b. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version (B)(4).

Manufacturer narrative:
(B)(4). A trend review was performed finding a stable trend for reported complaints of failure code 814:04.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed during product evaluation in the pump's event history. This condition was caused by a faulty air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
Pain in left knee radiates down to mid-calf (arthralgia). Case description: spontaneous report received on (B)(6) 2010 from a (B)(6) female pt, initials (B)(6). The pt had a history of osteoarthritis and previous treatment with synvisc-one in her right knee in (B)(6) 2010. The pt experienced pain in the left knee after receiving synvisc-one in her left knee. On (B)(6) 2010, the pt received one synvisc-one injection into the left knee. After receiving synvisc-one, the pt started experiencing pain in the left knee that radiated down to mid-calf which continued at the time of this report. The pt received a cortisone injection into the left knee on (B)(6) 2010, arthrotec and had to use a cane. At the time of this report, the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc one is not affected by this report.